Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was 595 mg/dl. Customer stated that his insulin pump had multiple no delivery alarms. Troubleshooting was performed, and the insulin pump failed the high-pressure test twice. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.